Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during drain 4 of 4. The home patient (hp) disconnected in the dwell cycle, and then the machine was alarming. The technical service representative (tsr) explained the alarm and helped the hp clear it. The hp would call the registered nurse (rn) and finish with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the cycler and continuing with manuals. The hp said that he had disconnected during dwell and did not hit stop on the cycler. The hp had reconnected then the cycler alarmed. Per hp, there were no loose connections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.